Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, which resolved the issue, and they were advised to continue using the pump and to call back if the malfunction recurs.